Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed the display screen was dim and discolored. Unrelated to the complaint, the battery compartment and battery cap threads were damaged. The battery cap was unable to secure properly to the pump. The battery cap had evidence of moisture on the cap¿s underside. A test battery cap was able to secure properly to the pump. Leak testing revealed no pump case leaks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.